Event description:
It was reported that patient had an "underdose reaction". It was stated that the wrong drug concentration had been programmed; "wrong interpretation/ mistake of the comma/point place, 1`000 / 1.000, about 1000 comma places" on the physician programmer. The resulted wrong drug concentration in the pump caused patient to have the underdose symptoms. Patient was treated in a hospital "according to emergency and had filled the pump with the right dosage". Patient outcome was reported as fully recovered with no injury. The drug infused in this system was unknown.

Manufacturer narrative:
Programmer model: 8840, serial# unknown. (B)(4).